Event description:
Units contain broken seals. In some instances the units seals were torn off the unit making it leak. The most cases were seal disengage and particulate generation due to the damage seal but the units could still perform.

Manufacturer narrative:
(B)(4).